Event description:
It was reported by legal that a patient had an initial right total knee arthroplasty. A few years postop, the patient reportedly stepped on a book which broke apart the implanted components resulting in difficulty ambulating and pain and allowed the knee to be rotated independently above and below the prosthesis. Subsequently, three (3) years and seven (7) months post-implantation, a revision of unknown components was performed. All available information has been provided.

Manufacturer narrative:
(B)(4) d10: medical product: vngd ps open intl fem rt 75: catalog#183114, lot# 370100; biomet ilok pri tib tray 79mm: catalog#141215, lot#ni; biomet finned pri stem 40mm: catalog#141314, lot#ni; cobalt g-hv bone cement 40gm: catalog#600-15-100, lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.